Event description:
It is reported that a patient had a resolute integrity rx drug eluting stent implanted during a procedure. Since the implantation of the stent, the patient has been experiencing severe pain in her left shoulder, bicep, bicep tendon, and pectoral muscle above her left breast, and left side of neck. The patient¿s "allergy" symptoms are not nasal congestion or rash but rather more systemic and more serious fibromyalgia pain. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause could not be determined); inherent risk of procedure (reaction); no results available since no evaluation performed (device or procedural images were not provided for review); patient¿s condition- predisposed event (patient has a history of allergies/sensitivities to many medications and all kinds of chemicals). Conclusions: device failure/lack of effectiveness due to patient condition (patient has a history of allergies/sensitivities to many medications and all kinds of chemicals); other (root cause could not be determined); inherent risk of procedure (reaction); unable to confirm complaint (device or procedural images were not provided for review). (B)(4).